Event description:
A customer reported an issue with touchscreen responsiveness, stating that the pump screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the malfunction code reappeared, indicating ongoing issues with the device. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.